Event description:
The consumer reported false negative results on two (2) binaxnow covid-19 ag self tests. This report is for test one (1) of two (2). The test was performed with a nasal sample on (B)(6) 2024. Initial testing (unknown brand swab test) was performed (B)(6) 2024 with the consumer¿s doctor which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The consumer reported false negative results on two (2) binaxnow covid-19 ag self tests. This report is for test one (1) of two (2). The test was performed with a nasal sample on (B)(6) 2024. Initial testing (unknown brand swab test) was performed (B)(6) 2024 with the consumer¿s doctor which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Corrections: d4 - serial #: ni to na. D9 - date returned to mfg null: ni to na. E1 - address 1: ni to na. E1 - city: ni to na. E1 - fax number null: ni to na. H6 - adverse event problem - health effect - impact code: f26 to f24. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 891569 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 891569, device part number 195-430wjr / lot 891569. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 891569 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could have possibly been related to the specific patient sample.